Manufacturer narrative:
Product analysis :analysis confirmed the customer comment that the external pulse generator (epg) not power on, the battery shorting bar was contaminated. It was noted that the hanger assembly and the upper case were broken and the battery drawer sticks at initial inspection. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not power on and that new batteries did not resolve the issue. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.